Event description:
It was reported by svc report that the head end jack would not lower to the lowest position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: bellows.